Event description:
The manufacturer received information alleging the o2 low flow test step had failed during testing on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the grey removable foam had caused the o2 test step to fail on the device. The service technician reseated the grey removable foam and retested the device. The o2 low flow test step had failed again on the device. The service technician further evaluated the device and determined the device's active exhalation control module (aecm) had caused the o2 low flow test step to fail on this device. In conclusion, the device's aecm was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the lead acid power source peak power test steps had failed on the device. The service technician was not able to confirm the failed test. The device passed all final testing.